Manufacturer narrative:
Viperwire advance guide wire model number: gwc-12325lg-ft. Viperwire advance guide wire mfg date: 07/31/2023. Viperwire advance guide wire expiration date: 07/31/2025. Viperwire advance guide wire UDI: (B)(4). The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Following six low speed treatments and five high speed treatments in the mid right coronary artery, the diamondback 360 coronary orbital atherectomy device (oad) jumped 2-3mm. The viperwire advance coronary guide wire was observed to be fractured. The patient was sent to a preplanned bypass surgery. No intervention was performed to retrieve the fractured guide wire. The fractured component remains in patient. The patient was stable. According to the physician, the fracture was due to poor guide support and wire bias.